Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
At 1:09 a.m., the customer obtained a blood glucose reading of 99 mg/dl on a contour next ez meter and had symptoms such as dizziness and shaking. At 3:53 p.m., the customer obtained a blood glucose reading of 28 mg/dl. He had no symptoms of hypoglycemia. Therefore, retesting was performed and blood glucose readings of 280 mg/dl and 124 mg/dl were obtained at 3:54 p.m. And 3:55 p.m. Respectively. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected product. An in-house testing was performed using the in-house contour next ez meter and in-house contour next test strips from lot # 8hpeg03c, which gave satisfactory performance.